Event description:
The report received from the affiliate states that approximately thirty-seven days post superior mesenteric artery (sma) stenting a follow up x-ray revealed a fractured stent. The patient is a (B)(6) male. The vessel was described as heavily calcified. The rate of stenosis was 99%. The length of the lesion was 12 to 15mm. Humeral access was used to access the patient. The physician implanted a palmaz blue (pb1560ppx / lot 15600965) stent at the lesion. The procedure was successfully completed without issues. Approximately thirty-seven days post procedure, a procedure was planned to expand a second artery (which was already blocked before the first surgery). An x-ray performed before the procedure, revealed that the stent was broken in two parts. One piece was incrusted in the artery (same place) with restenosis. The second piece had moved a little lower. The physician could not remove the two pieces and ended up placing another stent on the first stent. The physician did not expand the second artery as planned. The patient currently is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that approximately thirty-seven days post superior mesenteric artery (sma) stenting a follow up x-ray revealed a fractured stent. The vessel was described as heavily calcified with a 90% stenosis. The length of the lesion was 12 to 15mm. Humeral access was used to access the patient and the physician implanted a palmaz blue stent at the lesion. The procedure was successfully completed without issues. Approximately thirty-seven days post procedure, a procedure was planned to expand a second artery (which was already blocked before the first surgery). An x-ray performed before the procedure, revealed that the stent was broken in two parts. One piece was incrusted in the artery (same place) with restenosis. The second piece had moved a little lower. The physician could not remove the two pieces and ended up placing another stent in the first stent. The physician did not expand the second artery as planned. The patient currently is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are known potential complications of this type of procedure and are listed in the IFU as such. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and patient factors may have contributed to the reported event.

Manufacturer narrative:
Films were sent to an outside physician for review. The results are as follows: (B)(4) history: this complaint involves a patient who underwent endovascular repair of a high grade superior mesenteric artery stenosis. The target lesion was heavily calcified with a 99% stenosis. A palmaz blue stent was placed via brachial artery approach. Thirty seven days after stent placement, during another endovascular procedure, it was noted that the sma stent had fractured into two parts. The treating physician placed another stent across the two stent fragments. Observations: two cd-roms containing multiple cine images are submitted for review. The first cd is from the initial placement procedure. Access is from the brachial approach. Abdominal aortogram shows a high grade sma stenosis at the origin; heavily calcified. Following wire traversal, the lesion is predilated. The size of the balloon is not available. Following this, a palmaz blue stent (size and length unavailable) was deployed uneventfully across the lesion. The stent was post dilated to 8 atm for a period of 305 seconds. Ivus was performed after initial stent placement. These images are unavailable. The images provided after stent placement are of limited technical quality. No definite stent fracture is identified. The second cd is from the subsequent endovascular procedure. The stent is now clearly fractured and the distal fragment has migrated into the sma several centimeters away from the initial target area. The stent has fractured at the margin of the calcified plaque. Following wire traversal, a second stent is placed treating the stenosis. The distal fragment could not be retrieved and was left in vivo. Conclusion: this complaint involves a patient who had a balloon expandable stent placed in the sma origin to treat a heavily calcified high grade stenosis. Within 37 days the stent had fractured. The fracture occurred at the distal margin of the heavily calcified eccentric plaque. This required placement of another stent. This case is an excellent example of the difficulty in treating heavily calcified lesions in the origins of mesenteric arteries. This particular lesion was very difficult because of the eccentric calcification located in the proximal sma at a point where the artery normally is a fulcrum of some motion. Clearly the motion coupled with the heavy calcification led to metal fatigue. This is a known potential complication of placing stents in this vascular area; although stent failure within 37 days is very rare. It is unclear whether or not the stent had partially fractured during deployment. The quality of the stent images from the initial placement is very limited. The clinical report states that the stent was post dilated for 305 seconds at a pressure of 8 atm. Partial fracture could certainly have occurred at that time. I do not believe that this case represents a quality or manufacturing issue but rather is a good example of the limitations of current endovascular therapy in calcified mesenteric vessels.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.